Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested, but is not anticipated to be available. (B)(4).

Event description:
An ophthalmologist reported that a knife was dull during cataract surgery. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that an alternate knife was obtained in order to perform and complete the procedure. There was no impact to the patient. No additional information is anticipated.